Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred requiring the sensor board to be replaced. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failure was due to the sensor board flow sensor (mt5) being out of tolerance.